Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement after pocket closure. The lead was loose inside the ventricle and exhibited loss of capture (loc) at high outputs. The patient also exhibited a decrease in heartrate to 50bpm. It was confirmed by x-ray. No additional adverse patient effects were reported.